Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the finding listed in b5, the device evaluation found that the bending section cover adhesive, and the plastic distal end cover had a crack, the water tightness was lost due to pinhole on the universal cord, the bending angle in up direction did not meet the standard value due to wear of angle wire, the air/water cylinder and the suction cylinder had no color due to stress during reprocessing, and the label on the suction connector was noted to be damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was residual whitish foreign material inside the air/water tube and the cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified nor the type of foreign material, however based on the results of the investigation, the probable cause of the "whitish residual foreign material in air/water cylinder and channel" malfunctions would likely be related to the reprocessing that could not be conducted properly by leakage due to pinhole at universal cord. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.